Manufacturer narrative:
Pending evaluation.

Event description:
Index surgery: (B)(6) 2016. Revision due to stem being put in at the wrong angle, and loosening.

Manufacturer narrative:
After further review of additional information received and have been updated accordingly. The complaint product was not received for analysis. The condition of loosening could not be confirmed. Properly functioning implants depend on their appropriate fixation to the bone; fixation is usually achieved by cementing the implant onto the bone. Some surgeons prefer to use biologic (non-cemented) fixation. Although implants are firmly fixed at the initial knee replacement surgery, they may become loose over time. Friction caused by the joint surfaces rubbing against each other wears away the surfaces of the implant, creating tiny particles that accumulate around the joint. In a process called aseptic (non-infected) loosening, the bond of the implant to the bone is destroyed by the body's attempt to digest the wear particles. During this process, normal bone is also digested (a condition called osteolysis), which can weaken or even fracture the bone. When the prosthesis becomes loose, the patient may experience pain, change in alignment, or instability. Aseptic loosening is the most common mode of failure of knee implants. The frequency of occurrence ranking scale is very low; therefore, this does not appear to be design-related. The company is not aware of receiving any complaint reports from any of these manufacturing lots for stem extension components, femoral components (femoral implant and femoral augments), and tibial components (tibial tray and tibial augment). The device history records for these devices were reviewed, and all parts were accepted with conformance to the print specifications. Therefore, this issue does not appear to be manufacturing-related. The revision reported was likely the result of aseptic (non-infected) loosening of the femoral and/or tibial implants, which damaged the bond of the implants to the bone. However, this cannot be confirmed because the devices were not returned for evaluation. In a review of the labeling - device specific risks - fracture, migration, loosening, subluxation, or dislocation of the prosthesis or any of its components, any of which may require a second surgical intervention or revision. Excessive wear of the implant components secondary to impingement of components or damage of articular surfaces. Revisions or surgical interventions are a known complication found in joint replacements. All patients should be instructed on the limitations of the prosthesis and the possibility of subsequent surgery. The patient should be cautioned to monitor activities and protect the replaced joint from unreasonable stresses and follow the written instructions of the physician with respect to follow-up care and treatment. It is a known complication that a patient's age, weight, or activity level would cause the surgeon to expect early failure of the system. The patient risk factors are that the patient is overweight and has had multiple right knee surgeries, which tends to increase tendon and ligament laxity. This device is used for treatment not diagnosis.

Event description:
It was reported that a patient experienced a right knee revision due to loosening. This patient has a history of multiple right knee revisions. The patient presented to the healthcare provider on (B)(6) 2017, with pain, and had x-rays reviewed that found tibial component loosening. Intraoperatively it was found: the femoral component was felt to be loose and had obvious micromotion, the implant was removed without bone loss. The tibial component also had noted micromotion, there was overhanging metal medially and a bone tamp was used to disimpact, the component was removed with no bone loss. Competitor components were implanted. The patient was discharged home on (B)(6) 2017, as planned. He stated no complaints and was comfortable with the progress he had made. There is no additional information about the event or patient. This is one of nine products involved with the reported event and the associated manufacturer report numbers are: 1038671-2018-00080, 1038671-2018-00081, 1038671-2018-00082, 1038671-2018-00084, 1038671-2018-00085, 1038671-2018-0086, 1038671-2018-00087 and 1038671-2018-00088.